Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "patient's concern with the product." Additionally, healthcare professional reported rupture. Device has been explanted.

Event description:
Healthcare professional reported right side "patient's concern with the product." Additionally, healthcare professional reported rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation and red particles. A weight test of the device was verified and the device was within specification. Gel was observed to be cloudy after autoclave disinfection process. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician.